Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (charger resets) was confirmed due to an internally shorted u13 cmos flash microcontroller on the bedside board and a defective y1 crystal oscillator. The root cause of the shorted and defective components was unable to be positively identified. There was no adverse event that resulted from the damaged charger. Device evaluation of battery charger has been completed. The reported problem (charger resets) was confirmed due to contamination on the battery board pca. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was experiencing resets.